Event description:
Boston scientific received information that during a routine implant procedure, this lead displayed poor sensing and no capture in multiple locations in the atrium. The physician was not confident in the integrity of the lead, therefore, explanted the lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a 30-degree angle between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. Analysis confirmed the bent lead tip.